Manufacturer narrative:
This report is submitted on august 19, 2022.

Event description:
Per the clinic, the patient experienced dizziness and vertigo. The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 26, 2023.